Event description:
It was reported that the device did not have enough power when performing fine dusting. The procedure was completed using another of the different device. There were no patient complications.

Event description:
It was reported that the device did not have enough power when performing fine dusting. The procedure was completed using another of the different device. There were no patient complications.

Manufacturer narrative:
Updated block e1: initial reporter first name, last name, and phone number. The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse confirmed the reported issue of the device low power. The cooling water level was below the minimum and was refilled. The di filter connection was loose and has been repaired. Hr mirror brick 2 was defective (minor burn-in) and was replaced. Optical alignment was checked and readjusted. Output energy was checked and adjusted to the standard range. A test run was performed, and no errors were detected. The malfunction found could have affected the device performance leading to the event experienced by the customer. The device history record (DHR) and service history record (shr) indicate that this p120 was installed on 26 may 2025. The console was fully functional with no issues from that date until the complaint date. A review of the device's instructions for use (IFU) was performed, and it includes specific warnings related to "low power" such as "energy detectors check and calibration must be performed by a qualified technician with experience in working with laser equipment. Questions regarding this procedure should be referred to your local lumenis representative" there is no indication that the device was not used in accordance with the IFU. The IFU has no issues with translation, wording, or graphics; therefore, no revision is required. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating that expected or random component failures were identified, with no design or manufacturing issues found.

Manufacturer narrative:
Updated block d4: unique identifier (UDI) #. Updated block e1: initial reporter first name, last name, and phone number. The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse confirmed the reported issue of the device low power. The cooling water level was below the minimum and was refilled. The di filter connection was loose and has been repaired. Hr mirror brick 2 was defective (minor burn-in) and was replaced. Optical alignment was checked and readjusted. Output energy was checked and adjusted to the standard range. A test run was performed, and no errors were detected. The malfunction found could have affected the device performance leading to the event experienced by the customer. The device history record (DHR) and service history record (shr) indicate that this p120 was installed on (B)(6) 2025. The console was fully functional with no issues from that date until the complaint date. A review of the device's instructions for use (IFU) was performed, and it includes specific warnings related to "low power" such as "energy detectors check and calibration must be performed by a qualified technician with experience in working with laser equipment. Questions regarding this procedure should be referred to your local lumenis representative" there is no indication that the device was not used in accordance with the IFU. The IFU has no issues with translation, wording, or graphics; therefore, no revision is required. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating that expected or random component failures were identified, with no design or manufacturing issues found.

Event description:
It was reported that the device did not have enough power when performing fine dusting. The procedure was completed using another of the different device. There were no patient complications.